Manufacturer narrative:
The hill-rom technician replaced the worn casters to resolve the issue.

Event description:
Info received indicated when the brakes were activated the head end brake casters would not hold.